Event description:
Report received of an extension set that "split" during a power injection of contrast media. It was reported that the patient was undergoing a CT scan of either the chest or the abdomen. The patient had an upper extremity IV access. Isovue contrast was injected with a percupump power injector via clave port of the extension set at a rate of 3mg/sec with an unspecified psi. The total amount to be injected was 125ml. After receiving approximately 25ml, the tubing "split." The patient was sprayed in the face and eyes with contrast. The patient reportedly complained of burning and itching to eyes, and eyes were flushed. The customer reported that no bleed back occurred. A new IV was started, and the study was completed without further incident. There were no reported adverse patient sequelae. Though requested, no additional information was provided.